Event description:
It was reported that during an open colostomy reversal procedure that the device fired successfully, and the donuts looked perfect, breakaway washer was completely cut through. Leak test was preformed and was negative. Doctor completed flexible sigmoidoscopy at which time he noticed one staple not formed and completely straight and was at approximately four o¿clock position of the circular anastomosis. This unformed staple was in close proximity to other staple lines where the competitive purse string device was used. The doctor removed the unformed staple from the anastomosis and placed in a container for investigation. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: 1. Could you please provide more details how malformed staple was removed? The malformed staple was removed very easily using biopsy forceps attached to a flexible sigmoidoscope. 2. Was there any change in the procedure? No change to procedure other than additional step of using biopsy forceps to remove the flattened staple. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.